Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-oct-2018. It was reported that crossing difficulties were encountered. The 95% stenosis, 12x2.5mm target lesion was located in a coronary vessel. A 2.50x12mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus element, mr, ous 2.50 x 12 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged its entire length with stent struts misaligned. The crimped stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.